Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the issue could not be determined. The event is detectable by handling the product in accordance with the following IFU: sif-h290s IFU operation manual ¿chapter 3 preparation and inspection _3.3 inspection of the endoscope_3.8 inspection of the endoscopic system. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing the videoscope exhibited foreign material in air/water nozzle. There was no patient involvement in this event.